Event description:
The physician contacted the sales rep after the procedure. The pt had a renu device placed over one yr ago, exact date unk and details unk. It was though to be placed over one yr ago, exact date unk and details unk. It was thought to be placed as an aui device. The pt presented to the hospital with a ruptured aneurysm. The pt underwent surgery and the renu device was explanted. It was believed that the renu device had a hole in the graft which resulted in a type IV endoleak. Also, during the course of the procedure, the pt expired.

Manufacturer narrative:
Rupture is listed in the instructions for use. Event is still under investigation.